Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Healthcare professional indicated they did not record the lot number. The events of firmness, tenderness, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events.

Event description:
Healthcare professional reported approximately 2.5 months after injection with juvederm voluma with lidocaine in the tear troughs, cheeks, lower face, and jowls the patient developed firmness, tenderness, and swelling in the cheeks and lips. Patient was treated with prednisone and hyaluronidase; symptoms resolved approximately 2 weeks after onset.